Manufacturer narrative:
(B)(4) - urinary/bowel problems. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh and ams h. Elevate were implanted. Additionally, on (B)(6) 2012, the patient underwent posterior repair with insertion of posterior mesh and transvaginal obturator tape placement. It was further reported that she experienced pain, erosion of her internal bodily tissue, urinary/bowel problems and has undergone multiple surgeries and revisionary procedures. No additional information was provided.